Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein of the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem with the rupture noted to be vertically separated in shape. No damage was observed on this device. Another of the same model was selected to complete the procedure. No complications reported, and patient status was good.